Event description:
Na

Manufacturer narrative:
The device was scheduled to be returned to the MFR for analysis. On 06/10/98 the facility nurse stated that she was informed by the facility's purchasing department that the device was sent to the MFR upon receipt of the MFR's acknowledgement letter (05/06/98). The MFR's rep informed the facility nurse that the device never arrived at the MFR & requested the facility's purchasing department attempt to track the device via the carrier; however it appears that the facility's attempts were unsuccessful. On 06/19/98, the facility nurse left the following message on the MFR rep's voice mail: contacting you regarding the catheter guidewire that was supposedly returned. Facility is still unable to locate the device. Since the location of the device is unk (appears to be lost in transit), the MFR's investigation of this event was limited to a trend analysis & review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number & a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available & due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event. Submitted to the FDA 06/23/1998.